Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Reported event was confirmed by product returned and evaluated. Upon visual inspection there was no damage to the taper of the head. No measurements taken as the device was checked 100% for taper when manufactured. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to the use of non-compatible devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision hip procedure due to unknown reasons. The freedom 12/14 head implant morse taper did not engage on the trunnion of the ml taper stem. Another head was used. No further event information available at the time of this report.